Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to breakage of the image sensor unit, failure of the circuit board in the video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a pinhole in the rubber. Inspection and testing of the returned device found damage to the scope connector and no image displayed resulting in noise. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to a pinhole on the bending section cover water tightness was lost, due to damage on the suction connector image noise occurs and the image could not be seen, adhesive on the bending section cover had a chip, the suction connector had a scratch, due to deformation of the bending tube, bending angle in up direction exceeded the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.